Event description:
It was reported that a pump has a "pic motor error 105". It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported "pic motor error 105" caused by a failed motor. The motor assembly will be replaced.